Event description:
The device was used during a video assisted thoraeic surgery procedure. Reportedly, the staple line was incomplete. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.